Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, one opening curved on the radius, and brown particles in the fill channel. Leak test and microscopic analysis were performed which identified one smooth crease opening on the radius. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one smooth crease opening on the radius due to fold flaw opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.